Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited high out of range pacing impedance measurements. It was noted the pacing impedance measurements do trend high. Boston scientific technical services (ts) discussed further evaluation in clinic. No adverse patient effects were reported.